Manufacturer narrative:
(B)(6) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2018 that a wallflex biliary rx covered stent was implanted on (B)(6) 2015, as part of (B)(6) clinical trial. According to the complainant, assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: right upper quadrant pain, dark urine, pale stools, jaundice, and itching. Karnofsky score at baseline was 80. Tumor imaging modality used was pancreatic protocol CT and endoscopic ultrasound with fine needle aspiration (eus-fna). The exams shows the patient had adenocarcinoma noted in the head of the pancreas and the clinical tumor stage was iib- t1 n1 m0, t2 n1 m0, t3 n1 m0. The size of the tumor at the largest diameter was 08.0 cm as determined by eus. Baseline liver function tests were performed. On (B)(6) 2015, a biliary sphincterotomy was performed during the stent placement procedure. The wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. The patient was given prophylactic antibiotics. On (B)(6) 2015, the patient transitioned to palliative management due to progression of disease, new evidence of unresectability, and will undergo palliative chemo-radiation / chemotherapy. On (B)(6) 2015, assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: fever/chills. Liver function tests were performed . On (B)(6) 2015, the patient's karnofsky score was noted to be 70. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: right upper quadrant pain and nausea/vomiting. Liver function tests was not performed. On (B)(6) 2016, the patient passed away. According to the physician, the cause of death was not reported and no further information is available.